Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Performed visual inspection on the returned reader and no issues were observed. The reader turned on with button press. No malfunction or product deficiency has been identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A report of adc freestyle libre 2 reader was exposed to moisture and would not turn on by button or by test strips. On (B)(6)2021, as a result, the customer experienced trembling knees, trembling feet, and had a seizure, however, did not require third-party medical treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A report of adc freestyle libre 2 reader was exposed to moisture and would not turn on by button or by test strips. On (B)(6) 2021, as a result, the customer experienced trembling knees, trembling feet, and had a seizure, however, did not require third-party medical treatment. No further information was provided. There was no report of death or permanent injury associated with this event.